Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, 99% stenosed lesion in the distal left anterior descending (lad) coronary artery. After pre-dilatation, the 2.5x28 mm xience prime stent was deployed; however, a proximal edge dissection was observed. The dissection was treated with another xience prime stent. There was no clinically significant delay in the procedure. No additional information was provided.